Event description:
It was initially reported that a vns patient's generator was explanted due to end of service. Follow-up with the treating physician revealed that the patient's device was actually replaced due to pain at the generator site and the physician was "worried about local nerve compression or inflammation." The pain was reported to be associated with arm movement or physically displacing the stimulator. During generator replacement surgery, neither neuroma nor obvious compression was found. The physician reported that the pain appeared to be of neuropathic origin. The explanted generator was returned to the manufacturer for analysis. No anomalies that could have contributed to the event were noted. The pain has reportedly somewhat improved following generator replacement surgery, but is still present in the left wrist.